Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
A perceval valve was implanted on (B)(6) 2017. During the procedure the valve was removed and re-collapsed as instructed by the surgeon. The valve was then deployed using the same guide sutures. After ballooning the surgeon observed that the three leaflets could not touch, and observed that one of the leaflets had shortened. The valve was explanted and a 25mm magna ease valve was used.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The p-np analysis didn¿t showed dimensional defects. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. Perceval valve (s/n (B)(4)) was inspected per 850-08ip203 (rev m) on september 28, 2015. Review of the images taken during the steady flow test confirmed that perceval valve (s/n (B)(4)) met all functional inspection criteria defined in the specification. The likely cause was due to incorrect sizing of the valve during implantation.